Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. Testing found that the reported event was unable to be duplicated. The system passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system was stuck with the ¿initializing please wait¿ message. Multiple reboots did not fix the issue. The image acquisition system (ias) and mobile view station (mvs) were booted up separately. They were then connected with the umbilical cable and the system functioned normally. There was no patient present when this issue was identified.